Manufacturer narrative:
Requested strips were not received for investigation. Retained test strip samples from the same lot reported by the customer (1001819) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer's father reported customer received inaccurate glucose readings from their freestyle lite meter (B) (4). Customer's father also reported customer was using two other adc meters and received inaccurate readings from those meters as well. Customer's father reported customer experienced symptoms of faintness, upset stomach, shakiness and seizure. Paramedics were called and they treated customer with juice after checking his blood glucose. The reading obtained by the paramedics was unknown. In addition, it is unclear which readings were associated with customer's symptoms. Adc customer services attempted to reach the customer for additional information, but without any success. There was no report of death or permanent injury associated with this event.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 5 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. The additional adc meters that customer's father reported are: freestyle lite meter (B) (4) with manufacture date of april 20, 2009 and precision xtra meter (B) (4) with manufacture date of june 6, 2004.